Manufacturer narrative:
The issue is in non thread safe access to a list of continuous capture uids when creating the list (a null dataset is added to the list). Later when stress echo ask for the list, the parser throws a null reference exception and nothing is sent to stress echo task (an empty list) so stress echo doesn't know about continuous capture clips. The issue was fixed in a software release.

Event description:
Loss of post exercise images taken during some stress echo exams were reported.